Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the lead was revised due to patient having a fall and lead moving. There was loss of therapy. As hcp was trying to move lead back in to position, he didn't realize a portion of the lead was sutured down and as he was trying to adjust the lead one of the contacts came free from the lead. The physician removed that contact and the lead and replaced with a new lead. Issue has been resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c290, (serial: (B)(6) ); product type: 0200-lead; implant date: (B)(6) 2020; explant date: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.